Manufacturer narrative:
Manufacturer's investigation conclusion evaluation of the submitted log file confirmed driveline faults, power elevations, and a low-speed event. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for these events cannot be conclusively determined. The submitted log file captured intermittent elevated pump power events ranging from 9.1-15.0 watts while the patient was supported by the power module. Additionally, a low-speed event of 8770 rpms was captured on (B)(6) 2022 at 21:00:41. The file also captured 14 driveline faults associated with phase 1 between (B)(6) 2022 and (B)(6) 2022. The accounted reported that the patient presented to emergency room (ER) with multiple active alarms. The patient¿s controller was exchanged, and the account indicated that the driveline faults resolved after the exchange. A specific cause for the elevated pump powers was not identified. The patient did not have any symptoms, and they were discharged after the exchange. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 27jul2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR: 2916596-2022-15234. It was reported that the patient presented to the emergency room with multiple active alarms and an unresponsive system controller which appeared to have short-circuited. The system controller was replaced without issue and the patient was discharged home. The manufacturer's review of the log files revealed power and flow elevations throughout the event history, as well as multiple series of driveline faults on (B)(6) 2022, and (B)(6) 2022.